Manufacturer narrative:
(B)(4). Upon return to boston scientific quality assurance laboratory, an incomplete lead was thoroughly inspected. The lead tip and terminal end of the lead were missing. The total length of the returned lead was 50 cm. An extraction stylet was found inserted in the lead and could not be removed. The returned lead body was examined and no anomalies were identified. It was concluded that laboratory testing did not reveal any signs of a material or manufacturing problem.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory for system extraction due to infection. During the extraction of the right ventricular (rv) lead, the rv deflated and the patient became unstable. A surgeon was called to the ep suite and invasive intervention was required. The physician suspected that an rv lead perforation had occurred. Boston scientific received information that this rv lead was received at boston scientific's return products department.